Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a coil embolization procedure, the tip of a flexor ansel guiding sheath frayed. Access was obtained in the femoral artery with another manufacturer's 5 french introducer set. The 5 french sheath was removed and the user attempted to insert the complaint device; however, the dilator was not able to be inserted into the patient's body. As the user removed the device, a fray was found at the tip of the sheath. Another manufacturer's device was used to complete the procedure. There has been no report that any part of the device remained in the patient's body or that the patient required any additional procedures as a result of the event. There have been no adverse effects to the patient reported.

Manufacturer narrative:
B1, h1: on return of device 13jan2020, the device tip was observed damaged and buckled, as well as slightly stretched. No fraying, lengthwise elongation, or other damage was noted to the device. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10dec2019. Reportedly, the access site was slightly calcified.